Manufacturer narrative:
A ge service rep performed an on-site investigation. The hard drive and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system was not starting up properly. The fse noted the system will no longer start up. There is not report of pt injury or death.